Event description:
It was reported that the patient had a lead revision performed due to electrode #0 being open. It was noted that the patient had fallen but that the details of which were unknown. Additional information received 3 days later reported that the patient had their entire implantable neurostimulator (ins) system replaced because, the implant became ¿dislodged¿ due to a fall in (B)(6). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the impedance was checked and several of the electrode combinations read ???. It was noted that the cause of the issue was not determined. They removed the battery, cleaned the lead, then reattached and the impedances read over 4000 ohms on half of the electrode combinations. It was reported that they detached the battery, and cleaned the electrodes again but then the setscrew would not secure the battery to the electrode. The planned intervention was normal follow-up at the health care provider's (hcp's) office 30 days post-operative. It was reported that after opening a new lead and battery and replacing both the impedances came back low between 400 and 1100 ohms and the patient was experiencing post-operative symptom relief.

Event description:
It was reported the ins was replaced due to normal battery depletion. It was noted the lead was replaced due to breakage. It was reported the ¿communication may be caused by damaged lead.¿ it was noted there was no patient death or injury associated with the event.

Manufacturer narrative:
Analysis of the tined lead l/n va06yau, found no significant anomaly. It was noted there was a short between the #0 and #1 and between the #2 and #3 circuits at the conductor crush sites near the proximal marker band.

Manufacturer narrative:
Product ID 3889-28, lot# va06yau, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).